Event description:
Patient had a quatro coolgard placed to help reduce hyperthermia. After priming the machine and hooking it up to the catheter, a large puddle was noticed on the floor. Upon further inspection, the coolgard tubing was leaking under a white portion near where the tubing connects to the patient. The patient and the bed under the patient were found to be wet as well. The zoll product lot number of the item is 193535 expires 06/20/2025. A new set up was primed and connected to the patient without an incident or harm to the patient.